Manufacturer narrative:
The compressor mini was reported with vibrations. Our service technician recommended that the compressor motor should be replaced but the hospital decided to not repair the compressor and take it out of use. Since the compressor motor was not returned for investigation the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor was vibrating which also had an effect on the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).